Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was readmitted to the hospital due to lvad driveline infection. The patient was previously started on doxycycline as of (B)(6) 2018 for 14 days. Patient had no previous growth of cultures and not (B)(6) colonized. However, the patient had ongoing driveline drainage on (B)(6) 2018. Patient underwent cultures on (B)(6) 2019 that are growing pseudomonas. The patient had two blood cultures drawn prior to starting antibiotics, continued on ciprofloxacin, started cefepime, and was given one dose of doxy on (B)(6) 2018 on admission, but this was discontinued as (B)(6). Patient remained on heparin gtt until inr therapeutic. Patient underwent PICC placement on (B)(6) 2018 by interventional radiology. Ir unable to place left PICC line due to central occlusion and catheter was left in subclavian. Cardiology discussed discharge options for patient: tcu home with home care and going to infusion center. Patient needs to continue heparin. Patient had low pi events and elevated cr, bumex was decreased from 2 to 1mg daily. Patient discharged on (B)(6) 2018 to home care with plan to follow up with ID on (B)(6) 2019 and follow up with core clinic to assess driveline. Patient was discharged on (B)(6) 2018 on warfarin 9mg and switched to warfarin 7.5mg on (B)(6) 2018. Cardiology recommended to check inr on (B)(6) 2019.

Manufacturer narrative:
This report is a duplicate to the initial admission reported in MFR# (B)(4). Information about the follow-up admission was also reported in this initial report. Section g3, h8: additional information. Investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.